Event description:
It was reported that patient presented for routine generator change procedure. During procedure, insulation damage was noted on patient's right ventricular (rv) lead. The lead was capped and replaced on (B)(6) 2022. The patient was stable.